Event description:
The customer initially reported that the switch of the instrument did not work. No pt injury or harm occurred. Eval of the incident device found it to self-activate in the coag mode.

Manufacturer narrative:
(B)(4). Eval of the incident device did not confirm the customer's report that the switch did not work. Inspection found the coag switch dome was flattened at the contact point of the rocker posts. The dome was inverted into the switchbase and cracked in the center, causing the switch to make constant contact. The pencil was correctly assembled and there was no evidence of any manufacturing defects. The noted damage is consistent with excessive force being used to activate the button.